Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient indicated she is a "brittle diabetic" and tests approximately ten times a day. The patient manages her diabetes with novolog insulin (via insulin pump). When the patient's blood glucose is over "250mg/dl", the patient indicated she will manually administer an extra dose of insulin. The patient indicated her usual blood glucose range is between "265-600mg/dl". On (B)(6) 2011 (in the early afternoon before lunch), the patient confirmed she obtained a blood glucose result of "587mg/dl" with the subject meter and "89mg/dl" with the novomax meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Just prior to the alleged issue, the patient clarified she was experiencing a symptom of sweating; a symptom the patient associated with high blood glucose. The patient's blood glucose result (with the subject meter) prior to the onset of her symptom is not known. Immediately following the alleged issue the patient corrected and clarified that insulin (amount unknown) was administered via insulin pump and then consumed her lunch. Two hours after the alleged issue occurred, the patient confirmed she developed symptoms of shaking and nausea (symptoms the patient indicated are associated with high blood glucose). At the onset of her symptoms, the patient stated she manually administered 25 units of insulin as self-treatment and then went to lie day; the patient denied testing her blood glucose with the subject meter after her symptoms began. The day after the alleged issue occurred (time not specified), the patient reportedly obtained a blood glucose result of over "400mg/dl" with the subject meter, contacted her physician (via phone), and was advised to manually administer 20 units of insulin every three to four hours. The patient indicated that her physician has recently increased her insulin regimen. During troubleshooting, the customer service representative (csr) confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient confirmed she was symptomatic prior to the start of the alleged issue. In addition, the patient's symptoms and treatment correlated with the result on the subject meter. However, this complaint is being reported because the alleged issue remains unresolved.